Event description:
Repose screw with attached suture was inserted into the patient's mandible (via submental approach). The initial screw was inserted, but the suture did not hold. A second screw was placed adjacent to this and the suture held. The procedure was completed. The first screw remains in the patient's mandible.